Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that an impactor fractured during routine use. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: the device was returned for evaluation. The device shows fracture and damage to the inside attachment point. Damage includes scratches, gouges, and nicks as well. The outside surfaces of the impactor show some superficial scratches without any material damage. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.